Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower had a burning smell coming. A field service engineer replaced the ac panel, as the light bulb was found to be burnt out. The light bulb wire/harness was later replaced. However, lights were not available at the time to test the wiring. Despite this, the customer verified and confirmed the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower burning smell was coming out from the pyxis cabinet. The customer stated that there was no delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex c code and section h manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the burning smell from the top of the cabinet was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: replaced ac panel; light bulb was burnt out. Visual inspection of the returned lights wiring harness, along with photos provided by the field service engineer, revealed evidence of damage¿including thermal damage and residue¿on the auxiliary station¿s ac top panel and the light wiring harness components no testing was required due to the evident finding from the visual inspection thermal events are being reviewed under CAPA 8438925 ¿ dispensing product thermal complaint events there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the probable cause of the burning smell from the top of the cabinet was obstruction of the vents on the ac panel (located at the top of the cabinet), likely due to items being stored on top. This restricted airflow and potentially caused the bulb to overheat, resulting in thermal damage and residue on the auxiliary station light wiring harness components.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower burning smell was coming out from the pyxis cabinet. The customer stated that there was no delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es burning smell was coming out from the pyxis cabinet. The customer stated that there was no delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.